Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 08/2019. Device manufacture date: 08/2014. (B)(4).

Event description:
It was reported the tracheostomy tube inflation cuff "failed" immediately during use. The tracheostomy tube was removed and replaced. No patient complications were reported as a result of this event.